Event description:
Procedure type: nephrectomy. According to the reporter: after inserting the specimen into the bag and closing the bag, the surgeon tried to pull out the bag from the surgical cavity through the trocar and before passing the bag through the trocar the bottom part of the bag tear and the specimen remained in the surgical cavity. According to the surgeon the specimen size is +/- 70 cc and he didn't use any force while trying to pull out the bag. There was no extension of the incision by more than one inch. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. There was no component falling into the pt cavity. It did not result in unintended colostomy, formal laparotomy, or re-operation.

Manufacturer narrative:
(B)(4).